Manufacturer narrative:
Details of complaint: the customer reported that this central nurse's station (cns) crashed with a blue screen and upon reboot, the unit displayed an error message stating that the operating system was not found. The customer replaced the hdds and now requires the unlock code. Technical support (ts) walked the customer through entering the code and then configured the unit correctly. There was no patient injury reported. Investigation summary: the device with the reported issue was not returned for evaluation; therefore, a root cause could not be determined. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H11 additional manufacturer narrative.

Event description:
The customer reported that this central nurse's station (cns) crashed with a blue screen and upon reboot, the unit displayed an error message stating that the operating system was not found. There was no patient injury reported.

Event description:
The customer reported that this central nurse's station (cns) crashed with a blue screen and upon reboot, the unit displayed an error message stating that the operating system was not found. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this central nurse's station (cns) crashed with a blue screen and upon reboot, the unit displayed an error message stating that the operating system was not found. The customer replaced the hdds and now requires the unlock code. Technical support (ts) walked the customer through entering the code and then configured the unit correctly. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: (B)(6) 2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information.